Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure and has to be classified as user-customer-user error. The device inspection revealed the following: the device returned passed the pre-operative function test as intended. Neither a proximal mistargeting nor a distal mistargeting could be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event was mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. Loosening of the nail holding bolt during insertion of the nail. Repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended. Not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling eventually leading to unintended distortion in the. System of drill, sleeve, target device and nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Referring to the very long period since manufacturing [manufactured in 2011] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. In case the item and / or substantive information will become available in future the file will be reviewed and reopened.

Event description:
It was reported that during distal locking, the drill did not hit the intended hole. The operation was successfully completed manually by freehand locking. There was a 2 hour surgical delay, but no adverse consequences were reported.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that during distal locking, the drill did not hit the intended hole. The operation was successfully completed manually by freehand locking. There was a 2 hour surgical delay, but no adverse consequences were reported.